Event description:
Caller reported a cartridge alarm occurring with a specified product. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy. Ultimately, the pump was replaced. Customer contacted health care provider for alternate method of insulin therapy.